Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On 11/30/04, the patient contacted lifescan and reported that his one touch basic enhanced meter would not power on. There is no allegation of harm or serious injury. During troubleshooting, he was asked to press the power button, but the meter would not turn on. The batteries were checked to make sure they were installed correctly. They were last replaced less than a year ago. The condition of the batteries was also good. Since he was unable to test on the meter, he visited his doctor. The doctor's meter result was 85 mg/dl, which does no reflect any serious injury. He was experiencing blurred vision at the time of concern. Based on the information provided, there is indication that the product had malfunctioned and that it meets the criteria for a medical device reportable. However, there is no information to suggest that the patient experienced injury due to the product. This case is reported as a meter malfunction since the poower issue was not resolved. A replacement meter, test strips, and control solution were sent to the patient.